Event description:
It was reported that there was a malfunction resulting in loss of oxygen. There was no patient involvement.

Manufacturer narrative:
The unit was at end of life use. No ge healthcare repair. Block a: no report of patient involvement. B3 incident date unknown. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Block h4: date of device manufacture year is 2013. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.